Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the drawer in the main chassis was not registered as closed. A field service engineer effectively detached the drawer, replaced the latch, and reinstalled the drawer to address the problem. The system functioned as intended after the field service engineer verified the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.